Event description:
It was reported that a cartridge change error occurred. The customer was unable to provide any additional information to tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.